Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became black and unresponsive, with a possible crack, while the device continued to emit periodic beeps indicating power; the user transitioned to backup therapy and a replacement device was arranged. Symptoms included no injury and no reported adverse clinical effects. Outcomes included interruption of therapy requiring switch to backup therapy and replacement of the device. Investigation included a review of the event details from the user contact and collection of device return information for potential evaluation. Investigation of this case revealed a screen/display malfunction rendering the device unusable while powered. It was concluded that the device experienced a hardware display failure impacting usability without patient harm. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.